Event description:
It was reported that there was early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52, lead, (B)(6) 2011; 6947-65, lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis information -- 2014 (B)(6) 20:57:23 cst pli# 10 product ID# d224trk the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).